Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed via returned device analysis. The reported difficult or delayed positioning (gripper stuck on leaflet) could not be replicated in a testing environment as it is related to patient¿s anatomy or procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper being stuck on leaflet and gripper actuation. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3 and a posterior prolapse. One clip was successfully implanted. To further reduce mr, a second clip was inserted. However, while attempting to implant the clip, the tip of one of the grippers became caught on the anterior leaflet. Troubleshooting was performed and the clip was successfully freed from the leaflet. However, the gripper no longer functioned as intended. Therefore, the clip was removed and replaced. One additional clip was implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.